Event description:
It was reported that a caregiver observed elevated blood glucose after a meal while the user was new to the ilet system, and the agent advised infusion set replacement and calibration after a fingerstick reading of 436 mg/dl; the user changed the cd 23" infusion set, resumed insulin on the ilet, and glucose decreased to 145 mg/dl with reported improvement. Symptoms included no physical symptoms. Outcomes included no need for external assistance and no medical intervention or hospitalization. Investigation included customer education, guided infusion set change, device recalibration with a fingerstick, and monitoring. Investigation of this case revealed a hyperglycemia event with unclear cause, with resolution after infusion set replacement and continued pump use, and no device component failure was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.